Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis. There is no documentation in the complaint to show a causal relationship between the cycler with cycler set and the peritonitis. Additionally, there is no allegation of a machine malfunction or leak reported for this event. Based on the information, a cause of the peritonitis is unknown. Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the reported peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
A peritoneal dialysis registered nurse (pdrn) for a patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that the patient was being treated for peritonitis. The patient reported cloudy effluent and had a culture drawn at the clinic. The culture was positive for staphylococcus hominis and the white blood cell (wbc) count was 16471 (unknown units). The patient was treated/prescribed initially with cefazolin and ceftazidime (route, dose, strength, frequency and duration unknown) but later switched to vancomycin and gentamicin based on culture results. The patient was treated at the clinic and not admitted to the hospital. A repeat wbc count showed a decrease to 3687 (unknown units). The patient continues pd therapy with no additional issues and is currently recovering from the peritonitis.